Event description:
The user had a sudden drop in hearing performance. The device was explanted and the user was re-implanted with a "cochlear" implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. The recipient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been re-implanted with a cochlear implant. Additionally, during explantation the floating mass transducer was found loose in the cavity, which may have contributed to the drop in hearing performance. The reason for the dislocation is unknown. This is a final report. Additional information during explantation the floating mass transducer was found loose in the cavity. The reason for the dislocation is unknown.

Event description:
The user had a sudden drop in hearing performance. The device was explanted and the user was re-implanted with a cochlea implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.